Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the tilted battery was confirmed by the healthcare provider and the cause is unknown. The rep was able to show the patient how to charge properly, and how to locate the battery so she is now able to charge with excellent results. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient has been recently implanted and still has bandages on. The rep reports they are trying to recharge the ins, but only get "poor". It was reviewed that it may be due to swelling and bandages. The rep reported the patient has charge left and is using the device. The rep will be meeting with the patient next week. No further complications were reported. No patient symptoms were reported. On 2018-05-01 additional information received from the manufacturer¿s representative (rep) reported the cause of the patient¿s issues with recharging or if they were resolved were unknown at this time, but they were scheduled to meet with a rep. On (B)(6) according to the healthcare professional (hcp). No further complications were anticipated. On 2018-may-07 additional information was received from the rep that the patient was seen by their colleague. On (B)(6) 2018, it was reported that when the rep attempted to start a recharging session the poor recharge quality screen displayed. The caller stated that the battery sits at a weird angle, the top is very superficial and the bottom is angled backwards. The caller attempted to move the antenna around but was not able to get normal coupling with the battery. It was reviewed with the rep that battery position can prevent good coupling and they could wait for the pocket to heal. No symptoms were reported and the rep stated that they will provide more info as it becomes available. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's issues while recharging was due to swelling around the ins. The patient was instructed by the doctor to wear a wrap around her lower back where the pocket was, to keep the battery in an upright position within the pocket. This was suggested so that the swelling did not increase and push the battery. The recharging issue has not been resolved yet and this was confirmed with the physician. No further information was reported.